Manufacturer narrative:
This report is submitted on october 26, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery to debride the skin at the abutment site and place a healing cap. Additional information has been requested but has not been made available as of the date of this report.